Manufacturer narrative:
Multiple analyzers were used for the testing. In 2023 the testosterone ii results were run on e801 analyzer serial number (B)(6). The estradiol iii results were run on serial number (B)(6); it is unclear if this is an e801 analyzer or an e602 module. In 2024 the testosterone ii results were run on serial number (B)(6); it is unclear if this is an e801 analyzer or an e602 module. The estradiol iii results were run on serial number (B)(6); it is unclear if this is an e801 analyzer or an e602 module. The e602 module serial number was (B)(6).

Event description:
The initial reporter questioned high results for 1 patient tested for elecsys estradiol iii (estradiol iii) and elecsys testosterone ii assay (testosterone ii) on cobas e 801 analytical units and cobas e602 modules. This medwatch will cover estradiol iii. Refer to medwatch with a1 patient identifier (B)(6) for information on the testosterone ii results. On (B)(6) 2023 the testosterone ii result from the e801 analyzer was >52.0 nmol/l and the estradiol iii result was 1025 pmol/l. The sample was repeated on an e602 module and "the results matched." The actual results were not provided. The sample was run by liquid chromatography-mass spectrometry (lc-ms) method and the testosterone result was 20.3 nmol/l and the estradiol result was 116 pmol/l. On an unknown date in (B)(6) 2024 a new sample was obtained and the testosterone ii result from the e801 analyzer was >52.0 nmol/l and the estradiol iii result was 1083 pmol/l. These results corresponded to the results obtained 1 year earlier. A new sample was obtained on (B)(6) 2024 and the testosterone ii result from the e801 analyzer was 45.3 nmol/l and the estradiol iii result was 1001 pmol/l. This sample was run on an e602 module and the testosterone result was 46.3 nmol/l. The customer suspects an interference.

Manufacturer narrative:
Sample material from the patient was submitted for investigation. The investigation reproduced the customer's estradiol and testosterone results. The estradiol result was 1189 pmol/l and the testosterone result was 47.9 nmol/l. Interference testing was performed. After a series of comprehensive experiments, potential interferences in the elecsys assays for estradiol iii and testosterone ii were evaluated compared to mass spectrometry results. The investigation did not identify a single interference responsible for the questionable results. The investigation found evidence that components in the patient sample interact with biotin in the test system. However, the effect caused by this biotin interference was not strong enough to fully explain the difference between the roche results and the mass spectrometry results. The findings suggest multiple factors and/or an unknown factor that contributed to the observed questionable results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.". The investigation did not identify a product problem.